Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, tubing kink that is fused together. Additional information: was the kink noticed in the packaging or did it kink during use? During use no patient harm.